Event description:
The customer contacted ocd to investigate an instrument code occurrence on the vitros 5,1 analyzer. The investigation determined that the white reference assembly was misaligned. The scenario could result in biased results. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostic inc.

Manufacturer narrative:
Investigation into this event determined that the white reference assembly of the microslide incubator was misaligned. The most likely root cause was determined to be user error as a result of clearing a slide jam in the microslide incubator. Ocd field service investigated and installed mod 56 which securely mounts the white reference assembly in the microslide incubator.